Event description:
It was reported that during an unk procedure, the doctor felt that the device had more difficulty in sealing and cutting than usual. Another device was used to complete the case. There were no adverse consequences to the pt. The doctor commented that the device had weak gripping force.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The clamp functioned properly; opened and closed as intended. The device was tested with a (B) (4) and was functional. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch history records were reviewed with no anomalies noted during the mfg process.